Manufacturer narrative:
Exemption number: e2014018. Investigation results: visual inspection of the set screw (sy001ts) and the involved pedicle screw (sy653ts) was completed using a microscope. It was determined that the set screw is damaged and bent on the threads. The thread in the body of the pedicle screw also displayed damage. The manufacturing documents were reviewed and "dound" "ot" be according to specification valid at the time of production. There have been no other similar complaints reported for this lot number. The root cause of the damage is related to a handling error. The set screw was not correctly applied on the thread of the pedicle screw.

Event description:
It was reported that during an ennovate minimally invasive surgery (mis), the mis sleeve decoupled, which resulted in the requirement for the mis to become a partially open procedure. During rod insertion, the clamping screw (sy001ts) without the mis sleeve was inserted into the 6.5x50mm screw (sy635ts), due to thread deformation no rod fixation took place. The screw was changed easily and quickly. The surgery was completed without surgery delay. "Thre" was no negative impact or consequence for the patient. All medwatch reports related to this incident include: 9610612-2018-00602, 9610612-2018-00583.